Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery casing device, 1/1/2020. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor and coupling of the battery reamer/drill device were worn. It was determined that the device could did not engage the battery casing device and the trigger was sticky. It was observed that the device had a cosmetic damage, could not control/change the speed, and the motor was defective. It was further determined that the device failed pretest for check the attachment coupling, check the cannulation, trigger test, check the battery coupling, change 10 times from forward to reverse at full speed and check the triggers and ecu (electronic control unit). It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.